Event description:
As stated by the customer (B)(6) 2012: a resident had fallen out of a bath trolley and had to be taken to the hospital. The facility rep was unsure if the resident had sustained any injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.